Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Final angiogram showed no endoleak and the physician completed the procedure. The patient tolerated the procedure. The diameter of the aneurysm was 47mm. On (B)(6) 2009, post operative follow up imaging identified no endoleak. The diameter of the aneurysm was 47mm. On (B)(6) 2009, three month follow up imaging revealed an endoleak of unknown origin. It was reported that it was either type ii or type iii endoleak and that the physician decided to monitor the patient. The diameter of the aneurysm was 48.4mm. On (B)(6) 2010, six month follow up imaging showed the endoleak persisted. The physician decided to continue to monitor the patient. The diameter of the aneurysm was 49.2mm. On (B)(6) 2010, one year follow up imaging showed the endoleak persisted. The diameter of the aneurysm was now 52.8mm. The patient has not shown up for follow up since then.